Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is an allegation of a serious injury. The customer reported that while transferring a patient from a stretcher to the couch, the patient's head struck the edge of the couch's head extension. This resulted in bleeding that required the use of a medical stapler to treat the wound. The field service engineer (fs) confirmed the CT system did not malfunction. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
On (B)(6) 2018, the customer reported that a patient¿s head struck the head extension on the couch while being transferred from the stretcher to the couch. This resulted in an injury which required medical intervention (stapling) to close the wound. The CT procedure was not performed at that time, and the philips helpdesk was notified of the incident. The philips fse stated that the customer confirmed that the system did not malfunction and was not the cause of the serious injury. The nurse/operator did not properly monitor the patient for appropriate clearance of the system's components while transferring the patient. This resulted in the patient's injury. The system is operational and in clinical use.